Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high capture thresholds and high, out of range pace impedance measurements (>2000 ohms). An invasive procedure was performed to explant the lead and device. Additional information was requested from the clinic and indicated that it was not recorded in the patient's chart whether the lead was checked via a pacing system analyzer (psa) or if the device and lead connection was verified. No adverse patient effects were reported.